Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood in balloon indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 3mm proximally from distal marker band. An examination of the markerbands identified no other issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use on the shunt. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm after a few seconds due to slightly angled lesion. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and there was no problem with the patient's condition post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use on the shunt. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm after a few seconds due to slightly angled lesion. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and there was no problem with the patient's condition post procedure.